Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia up to 305 mg/dl for approximately 3 hours after disconnecting from the system for about 30 minutes and delaying a scheduled supply change, followed by a subsequent hypoglycemic event to 46 mg/dl after correction efforts, while using the ilet bionic pancreas with associated infusion supplies. Symptoms included high blood glucose and low blood glucose. Outcomes included use of oral carbohydrates for hypoglycemia and no professional medical intervention or hospitalization. Investigation included troubleshooting and education by support staff, including guidance to replace the cartridge and infusion set and continued monitoring. Investigation of this case revealed that glucose levels decreased after supply replacement and continued to trend down, suggesting the device responded as intended once supplies were refreshed. It was concluded that the cause of the hyperglycemia and subsequent hypoglycemia was unclear, with user disconnection and delayed supply change as potential contributors. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.